Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of an unknown patient event was confirmed. Analysis of the pcu error log identified error code 240.4150.0 (broken sensor high failure). Review of the pcu event log showed that the pump module recorded a channel error on (B)(6) 2018 at 12:11 pm, while infusing norepinephrine. Functional testing replicated the channel error code 240.4150. Further testing confirmed a malfunctioning bottle side pressure sensor. The cause of the reported event was a malfunctioning bottle side pressure sensor. The root cause of the malfunction is unknown.

Event description:
The customer reported there was an unknown patient event. No patient harm was reported.